Event description:
It was reported that there was an under infusion of dsp107. The infusion ran from 1216-1544, for a total of 208 minutes, making it 28 minutes over the expected 180minute infusion time and 13 minutes over the customers +15minute window. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an under infusion of dsp107 was not identified. The reported 208 minutes of infusion instead of the 180 minutes expected where confirmed through the logs to be caused by programming a total of 200 minutes of delay before starting the 8 minute infusion. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of under infusion. The review of the suspect pump module event log showed that on 2apr2025 at 12:15 pm the channel was selected a new ¿.ns¿ guardrails IV fluid infusion was programmed with a rate of 118ml/hr and a volume to be infused (vtbi) of 16ml. The primary volume infused (pvi) was recorded as 108.238ml, an accumulated total from previous infusions. The user programmed and started a 120 minute delay. At 12:17 pm, the user canceled the delay and started the infusion. Immediately the user paused the infusion and programmed and started a 120 minute delay. At 2:17 pm, the delay finished and alarmed. The user programed and started a 120 minute delay. At 3:35 pm, the user cancelled the delay and started the infusion. At 3:44 pm, the infusion finished with keep vein open (kvo) alarm. The pvi was recorded as 124.423ml. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The alaris user manual v9.33 contains information on how to program a delay infusion. ¿the delay period for an infusion can be programmed as a specific number of minutes or a time of day¿. The delay for option is used to program an infusion delay for a minimum of 1 minute and up to 120 minutes. For a longer delay the user can program a delay until a specific time of day. The delay until option is used to program an infusion delay for a minimum of 1 minute and up to 23 hours 59 minutes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect pump module s/n: (B)(6) (w/o: 01952375). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an under infusion of dsp107 could not be identified. Testing and log analysis found the pump module working as intended. The total infusion duration of 208 minutes where confirmed through the logs to be due to multiple consecutive programmed delays for a total length of 200 minutes, plus 8 minutes of the incident programmed infusion. Note that this report lists imdrf annex a0404, a1801, a0709, a0401, a0509, c23, c0601, c16, c07, d11, d15, d0301, g0301201, g04067, g04037, g04088, g0201204, g02017, g0405206 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of dsp107. The infusion ran from 1216-1544, for a total of 208 minutes, making it 28 minutes over the expected 180minute infusion time and 13 minutes over the customers +15minute window. There was patient involvement but no harm.